Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had an episode of double vision. The pt said that he did not have any other symptoms/problems at the time of the event. The pt was admitted into the hospital for observation, and his medical team was suspecting a tia (transient ischemic attack). Per add'l info received, the pt's blurred vision self resolved after seven minutes and the pt has been asymptomatic since. The pt was discharged from the hospital and remains ongoing.

Manufacturer narrative:
The device remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.